Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy electrodes. Patient described the rash as red with bumps and area under the left breast, front pad, is the most affected. There was no alleged device malfunction contributing to the irritation. Patient reported that a doctor is to be sending out a pad. Patient reported using calamine lotion and cleaning the electrodes. Follow up indicated that the cream is helping with the skin irritation. It's unclear if the doctor advised to apply the calamine lotion and clean electrodes. Reporting out of the abundance of caution.